Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative inspected the unit and was able to reproduce the reported fault. The touch screen was replaced and the unit was functionally verified, tested and returned to service. No further issues have been reported for this unit. A photo of the kapton-tail date-code of the replaced touch screen was provided to livanova (B)(4) and it was determined that aging and wear of the part and glue caused the reported malfunction. This is a known issue for which a root cause investigation (B)(4) has already been opened. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report the touch screen for the s5 roller pump was unresponsive. This issue was discovered by a sorin service representative during routine service. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report the touch screen for the s5 roller pump was unresponsive. This issue was discovered by a sorin service representative during routine service. There was no patient involvement.